Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a myocardial infarction (mi) caused by a clot which required a coronary stent. The mi occurred about an hour after the ablation procedure was completed and occurred in recovery. The patient was reported to be in stable condition at the time the complaint was reported. Upon follow up, additional information was received and the doctor reported that the patient fully recovered. The physician¿s opinion regarding the cause of this adverse event is that the mi did not occur as a result of the ablation procedure. The system did not present any error messages. There were no issues related to temperature and flow on the catheter. Generator parameters: power control mode at 20w and 30w. The only noted issue was impedance was occasionally at 180. The impedance cutoff was at factory settings of 250 and did not ever exceed that value. The correct catheter settings were selected on the generator and the pump was switching from ¿low¿ to ¿high¿ flow during ablation. Duration of ablation was never greater that 60 seconds. The average contact force was never greater than 40 grams but did reach over 25 occasionally. Irrigation was never outside of prescribed rates. Pre-ablation was set to default settings. The carto visitag module settings were: respiration setting: off, surpoint recommended settings: 3, 3, 25% over 3. Color option: time. Since this event (mi) is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable. The high impedance issue was assessed as not MDR reportable since the user-defined cut-off was not exceeded the potential that it could cause or contribute to a death, serious injury, or other significant adverse event, is remote.